Manufacturer narrative:
The existing driveline damage was previously reported under MFR #s 2916596-2018-05278, 2916596-2022-00293. Manufacturer's investigation conclusion: the relevant sections of the device history records for vad-13577 and the driveline, serial number 30271, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Incidental findings: the protective spiral wrap surrounding the interior electrical leads was damaged and broke off in pieces that appeared brittle. Corrosion of the three motor phase pins was also observed. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), confirmed driveline (dl) wire damage. (B)(4) was returned assembled with the dl severed approximately 3" from the pump housing. A distal portion including both the original and repair dl segments was returned, measuring approximately 25" from the controller connector (cc). The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of (B)(4), visual inspection of the blood contacting surfaces within the pump revealed no developed depositions or thrombus formations which would have contributed to a flow issue during support. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed a breach in the insulation of the black wire from the internal/original portion of the dl, approximately 1" from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the black wire contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stop events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a known short to shield and was transplanted on (B)(6) 2022. The patient had not been elevated on the transplant list due to the short to shield.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.